Manufacturer narrative:
Evaluation of the returned pod pc revealed offset coil winds along the embolization coil. If the pod pc is forcefully manipulated against resistance, damage such as offset coil winds may occur. The root cause of the initial resistance could not be determined. During the functional test, resistance was encountered while attempting to re-sheath and advance the pod pc within its introducer sheath from its returned position and the pod pc could not be moved at all. Therefore, the pod pc could not be functionally tested. Further evaluation of the returned pod pc revealed kinks and bends along the length of the pusher assembly. This damage was likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted one pod coil in the target location. While attempting to advance a pod pc into the lantern, the physician encountered resistance when the pod pc was advanced a short distance from its initial position within its introducer sheath. After flushing the pod pc introducer sheath, the physician attempted to advance the coil again but issue was unresolved; therefore, the pod pc was removed. The procedure was completed using seven additional pod pcs and the same microcatheter. There was no report of an adverse effect to the patient.